Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips of insulin were observed coming out of the cartridge when customer requested a bolus. The customer's blood glucose level ranged from 251-253 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.